Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, post-paced t-wave oversensing (pptwo) was noted on the device. The device was successfully reprogrammed to resolve the pptwo, and the patient was stable with no adverse consequences.